Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while trying to resume insulin therapy after a shower, a cartridge alarm 16 occurred. Reportedly, the customer attempted to load a new cartridge and received another cartridge alarm 16. The customer's blood glucose level was not impacted and the customer was able to load a new cartridge successfully.